Event description:
It was reported that the surgeon was inserting a competitor's lens with the msi-tf injector and the trailing haptic was torn by the injector during insertion. The lens was removed without any patient injury.

Manufacturer narrative:
.